Manufacturer narrative:
One braided swartz introducer was received for eval. Review of the device history record confirmed the following lots met manufacturing requirements prior to shipment. Functional testing confirmed a leak at the silicon hemostasis seal in the hub. The hemostasis seal hub was disassembled which revealed the proximal and distal silicon hemostasis seals were torn at the bottom slit. The st. Jude medical instructions for use state, "do not remove dilator or catheter rapidly. Damage to valve may occur, potentially compromising hemostasis", and also states, "make sure that the stylet is locked onto the hub of the brk needle. Then insert the needle into the dilator".

Event description:
A report was received stating "valve destruction". Several unsuccessful attempts were made to obtain additional info regarding this event.